Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by service benelux. The malfunction was duplicated and attributed to the monitor board. The monitor board was replaced to remedy the problem. The device was recertified and returned to the customer. The monitor was not sent to zoll (B)(4) for further evaluation. This claim will be reopened once the monitor board is received and evaluated. Analysis of reports of this type has not identified an increase in trend.